Event description:
Same case as MFR# 2134265-2008-03004. It was reported that during an angioplasty procedure a balloon rupture occurred. The 2.0x12mm apex monorail balloon catheter was advanced to the unspecified calcified target lesion. The balloon was inflated to 18-20 atms and burst due to over inflation. Another inflation was attempted and then a small pinhole was noticed as well as fluid flowing from the hole. The device was successfully removed and the procedure was attempted again with another of the same device with the same result. The procedure was completed without any patient complications reported. The patient's current condition is listed as "stable". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.